Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide the information due to confidentiality. No tests/laboratory data was available. Implant and explant dates: the implant or explant dates are not applicable to this device. Device was not returned for evaluation; infectious. Device was not returned for evaluation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, inside the body, after normalization, prior to measurement, the manufacturer's device was stuck after crossing the calcified lesion. The manufacturer's device was retrieved with using a microcatheter. Another manufacturer's device was alternatively used and the procedure was completed. Access location: radial, vessel tortuousity: moderate. This event is being reported because additional intervention was required; use of a microcatheter to remove the manufactures device.